Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: transanal total mesorectal excision (tatme) for cancer located in the lower rectum: short- and mid-term results source: european journal of surgical oncology (ejso) 41 2015, 478-483. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from january 2012 to december 2013, consecutive series of 26 patients with low rectal cancer underwent laparoscopic tatme combined with trans-abdominal laparoscopic surgery and coloanal anastomosis. Sils port and the versastep trocar was used in the abdominal technique. Post-operative complications occurred in 26.9% (7 patients): 2 (7.7%) with asymptomatic anastomotic leakage; 2 patients with intestinal occlusion; 1 patient with acute urinary retention; 1 patient had synchronous inguinal lymphadenectomy for rectal cancer metastases and suffered of long-lasting lymphorrhea.